Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic after non-sustained right ventricular oversensing was noted via remote transmission. Oversensing was reproduced as patient turned to the side. Review of session strips confirmed that some strips were oversensing myopotentials and some were oversensing of paced complex. Programming changes were made and oversensing could no longer be reproduced. The patient was stable.